Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a spybite biopsy forceps was advanced through the spyscope ds. Physician had difficulty and it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the catheter demonstrated signs of use. The working channel sleeve extended from the distal cap which confirmed the reported event. The proximal end of the distal cap was aligned with the cap weld and there was evidence of the production bonding process along with the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. A functional evaluation was performed after decontamination; the device was plugged into the controller and a pixelated image was displayed. The investigation concluded that the condition of the returned unit was consistent with the reported complaint incident of working channel sleeve protrusion. A visual assessment was performed after disinfection and the catheter demonstrated signs of use. The working channel sleeve extended from the distal tip cap, confirming the reported event. The proximal end of the distal cap was aligned with the cap weld and there was evidence of the production bonding process along with the application of heat to the outside of the catheter during manufacturing assembly, as seen in the working channel sleeve reflow/bond. The most probable root cause for the working channel sleeve protrusion is operational context.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a spybite biopsy forceps was advanced through the spyscope ds. Physician had difficulty and it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.